Manufacturer narrative:
The following other device was also listed in this report: size 5 accolade ii 127 deg; cat# 6721-0535; lot# 53184905. Unknown v40 head; cat# unknown; lot# unknown. Trident hemispherical cluster 54mm; cat# 502-01-54e; lot# 52224901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available at the later time it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
Patient brought to operating room due to removal of total hip due to infections. All items removed.